Event description:
It was reported that pump displayed cartridge alarm 20 that did not occur during cartridge loading. There was no adverse impact to the customer's blood glucose level. Customer, with assistance from technical support, loaded new cartridge using proper technique, successfully resumed insulin therapy, and issue was resolved; no additional outcome information was provided.